Manufacturer narrative:
H3 other text : details provided in the source case and in communications with the bench repair technician indicate that the customer was provided a quote for repair however, the quote expired and the device was returned to the customer.

Event description:
It was reported that the equipment came with the measurement block with a part of the ECG. This part needs to be replaced in order to have the defibrillator working correctly. The protector of the therapy port is scratched. It must be replaced so that the paddle cable is properly connected to the port. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.